Event description:
It was reported: "the specialist received a call from neurosurgeon. He stated he has been caring for a 35 y/o s/p severe tbi patient and doesn¿t feel the icp values obtained from the icp express are accurate. The patient was admitted on (B)(6). And an icp sensor was placed (icp express + cerelink microsensor skull bolt kit). Upon admission and after implantation of the icp sensor, the icp value measured 4mmhg, he didn¿t feel the value was reflective of the patient¿s condition for she was unresponsive, ventilator dependent, and her CT showed multiple contusions, massive cerebral edema with slit ventricular syndrome. He changed the icp sensor but that didn¿t affect the value. He ended up doing serial CT scans in order to monitor the patient. He and the charge nurse were unaware of a 2nd icp express available to them, so they did not change out the monitor. The following day, the neurosurgeon called stating that now the icp values were labile and inaccurate for even without stimulus and over every couple of seconds the icp go from 14mmhg to 40mmhg, then down to 4mmhg. They were able to locate a 2nd icp express and switch it out. After changing monitors, the icp value (per neurosurgeon) was reliable. It was extremely elevated and did correlate with the CT findings. " no patient injury was reported.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h10. The microsensor (B)(6) was not returned for evaluation after three good faith attempts (gfes) were made. Serial number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.